Event description:
The micro drill was sent in for evaluation because it was running on its own during a finger procedure. No adverse event was reported; another device was readily available and it was used for the procedure without any delay.

Manufacturer narrative:
Corrosion damage to the sockets of the motor cartridge was identified as the probable cause of the failure.